Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 14, 2006, the lay user/patient contacted lifescan alleging that his one touch ultrasmart was reading inaccurately high. The medical affairs specialist (mas) sent a letter on august 21, 2006, since the patient cannot be reached by telephone. The mas listened to the original call to obtain/verify the following information. At an unspecified date/time, the patient obtained "170 mg/dl" on his meter with no symptoms and then took an unspecified dose of insulin. At an unk time later, the patient became incoherent, passed out, obtained a "35 mg/dl" blood glucose result on the paramedic's meter, was admitted to the hospital at the beginning of june 2006 at 8am, and was treated with IV fluids. The customer care advocate verified that the meter, was correctly set to "mg/dl," an approved sample source (finger) was used, and the correct testing technique was used; however, the incorrect technique was used to clean puncture site (user error). It would be helpful to obtain the following: the patient's expected meter reading when he got the "170 mg/dl" meter reading, how much insulin he took after testing on the meter, when he developed the symptoms, and if the patient made any recent adjustments to his diabetes care. Based on the provided information, this complaint is being reported because he passed out and was found to have a blood glucose level of 35 mg/dl as measured by a paramedic's device sometime after taking his insulin in response to his meter reading of 170 mg/dl. The meter, test strips, and control solution were replaced.